Event description:
It was reported that pt underwent a cesarean section procedure on (B)(6)2010 and suture was used. Approximately two weeks after the procedure, the pt began experiencing pain at times and inflammation/irritation at the suture site. The pt's symptoms included redness, puffiness, bumps at site of the suture, discomfort, sharp pains, skin irritation, and some pus. The surgeon offered to remove the sutures with tweezers which the pt declined. No intervention was required.

Manufacturer narrative:
(B)(4) - inflammation. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.